Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The customer complaint of the device "locking up" could not be confirmed. A worn latch and sag head back were replaced. The device was repaired and returned to the account.

Event description:
It was reported that while testing the handpiece before a procedure, the saw locked up. The account did not have a back up, so the procedure was rescheduled until they received another handpiece. The patient was in the operating room, but had not yet been given anesthesia. The rescheduling of the operation to a later date did not result in any adverse consequences for the patient.